Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Cts walked caller through pump reset. After pump reset cgm error code did not reappear. Caller successfully started their sensor session.